Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device voltage was below end-of-service level. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic with a heart block, the device could not be interrogated with no response to magnet. The patient experienced bradycardia when presented in clinic. Rapid battery depletion was also noted. The patient was sent for device replacement. The device was explanted and replaced. The patient was not in heart block during the procedure. The patient was discharged on the same day after the procedure.